Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient called with nd alarm. Alarm silenced, settings reviewed, pump off/on. Still has nd alarm. Wife heidi is a nurse and she assisted with removing the cassette. Tubing clamped, cassette removed, tubing rubbed, cassette tapped on hard surface and repeated. Pump powered back on, displays run. No further questions. No patient injury was reported.